Event description:
Additional information was recently received that the patient died one week later. The physician believes the implant procedure contributed to the patient's death. It is unknown if the device was explanted post-mortem, however, it was noted that it would not be returned.

Event description:
Boston scientific received information that the implant of this implantable cardioverter defibrillator (ICD) went normally and defibrillation threshold (dft) testing was successful at 21 joules. Reportedly, the patient then had respiratory failure due to medication, coded, and was intubated. The system remained in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.